Event description:
Healthcare professional reported left side capsular contracture, baker grade iii/IV. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV. Device has been explanted. Healthcare professional later reported left side rupture.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Rupture: observed opening on radius side assessed as surgical impact opening. Shell thickness within specification. Additional observations: observed stress marks on the device.

Manufacturer narrative:
Reason for reoperation: rupture.

Event description:
Healthcare professional later reported left side rupture. The device has been explanted and replaced.